Manufacturer narrative:
(B)(4) = buckle torn. The band/balloon with 6cm of catheter was returned for evaluation. Upon visual inspection, it was observed that brown and black dots were present on band and balloon, it was also noted that the buckle was returned damaged on the snorkel side. A leak test was performed on the balloon with a successful result, no leakage was found. A possible cause of the observed damage is the device was inadvertently nicked/damaged during manipulation. This may in turn have caused the buckle to tear after band placement procedure. A review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. A device history record review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution therefore a manufacturing issue is unlikely to have contributed to the event.

Event description:
It was reported that post implant a (B)(4) adjustable gastric banding procedure a tear was noticed on the gastric band. It was replaced with same like product. There was no patient consequence.